Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted there were multiple adhesions down toward the mesh itself. They carefully and meticulously took down the adhesions between the abdominal wall and the mesh, which involved several loops of small bowel. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
Date sent to FDA: (B)(6)2020. Additional information: a2, d3, g1, g2.